Event description:
On 1/8/07, abbott point of care was notified that an I-stat 1 analyzer generated a glucose result of 24.2mmol/l in 2007, at 22:16 with the precision pcx glucose strip. The pt was treated with insulin. Two hrs later, another sample was drawn and the precision pcx glucose strip result on the I-stat 1 analyzer was 14.3mmol/l. The next day, at 03:50 another sample was drawn and the precision pcx glucose strip result on the I-stat 1 analyzer was 13.6mmol/l. Add'l insulin was administered. As per normal hosp procedure at 07:00 on the same day, the pt's blood was tested on a laboratory hitachi analyzer and the glucose level was 0.6mmol/l. This sample was repeated on the hitachi analyzer and the result was 0.6mmol/l. The sample was repeated on a different analyzer using an ise method and the result was 0.6mmol/l. The pt was treated with glucose. The pt did not recover from the narcosis and remained unconscious.

Manufacturer narrative:
A DHR review was performed. As part of analyzer final test, the strip port was tested five separate times and each time results were in range for low and high control material. There is no indication that I-stat 1 analyzer has malfunctioned.